Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on december 18, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation result the device was received for analysis with no patient impact codes or anatomical conditions reported. During the procedure, the handle was pulled, but the clip did not deploy successfully, and the procedure was completed with another resolution clip. The device returned without its outer sheath and with the clip assembly detached from the bushing but attached to the control wire, indicating soft deployment. A risk review confirmed that "clip failure to release from catheter" is documented in the risk documentation and prr. The investigation could not establish any problems related to the reported issue, and "cause not established" was chosen as the analyzed cause code. The complaint showed evidence of soft deployment and no activations, suggesting the capsule became detached from the bushing, losing its functionality. Possible causes include device insertion into the scope, physician technique, or unrecorded impacts. The device returned without the outer sheath, classifying the cause as "cause not established." The most probable cause is "adverse event related to procedure," with no further escalation required at this time.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled, but the clip did not deploy successfully. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on december 18, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled, but the clip did not deploy successfully. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled, but the clip did not deploy successfully. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.